Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and rapid ventricular response with a backup pace after suspected rv loss of capture. The patient was pacemaker dependent at that time. Technical services discussed programming options. No patient symptoms were noted. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).